Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was not hospitalized prior to death. Pd therapy was stopped one day prior to death. The cause of death was not reported. An autopsy was not performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, it was reported that the patient (pt) was never on automated peritoneal dialysis (apd) therapy. The pt performed therapy via capd (continuous ambulatory pd). Since the product in this complaint has been updated to an unknown disposable product, a service history record and device history record review will not be done as these cannot be done on a disposable product. The disposable device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.